Event description:
During deployment of a "vasoseal" device the small wire on the introducer detached. The wire was intra-arterial and removed with a snare device. After initially deploying anchor wire rptr had slight difficulty re-engaging wire after dilation so rptr let go of dilator to use both hands. Advanced device to redeploy wire so rptr could reposition dilator and when rptr snugged up to device it easily pulled out of artery with wire separated. Wire removed with micro snare.